Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing "ripped" in half below the luer lock connection. There was no impact to blood glucose. Reportedly, the customer changed the cartridge to address the event.